Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A startright representative reported via the interdepartmental form tracker of high blood glucose readings from the insulin pump. The customer's blood glucose reading was in the high 400's mg/dl when he started the pump. The customer spoke to 24 hour helpline regarding sure t's.